Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 crts (B)(4) omitted information regarding recharger not taking a charge reported in (B)(4) information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported since patient's ins implanted in (B)(6) 2013 they have been recharging every 5-7 days as opposed to every 3 weeks with prior ins. No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.